Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 2.1 inr on the coaguchek xs system while a comparison lab returned as 1.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Premature battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.